Manufacturer narrative:
Initial reporter's phone number: (B)(6).

Event description:
The customer reported that the device has lost its sound. They tested the speakers and that was not the issue. The device was not in clinical use at the time the issue was discovered. No patient involvement.